Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a decanav electrophysiology catheter. All electrocardiogram (ECG) signals were lost. The decanav was plugged into the patient interface unit (piu) and the surface ECG's were showing normal until decanav was inside the body. Once it was inside the body, ECG's were noisy. The medical staff switched out the cable but same issue occurred. The medical staff began using a new decanav and the issue was solved - ECG's were normal even inside the body. The surgery was not delayed due to the reported event and the procedure was successfully completed with no patient consequences. The body surface signals were noisy, however, the decanav was the first catheter inserted (and therefore the only intracardiac signals) and the medical staff could not recall/verify if it had noisy signals or not. The noisy signals were observed on carto and the recording system. There was no anesthesia monitor and the reporter cannot recall if there was a defibrillator. The noise issue and lack of monitoring is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30636296m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).